Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.

Event description:
It was reported the start/stop key was pressed to initiate rf energy delivery but the button itself did not come back to its normal position. Rf energy was applied normally but when the physician attempted to stop rf delivery, pushing the start/stop key did not stop delivery. The start/stop key was pressed repeatedly which allowed the button to come back to its normal position and then delivery was able to be stopped. There were no consequences to the pt.